Event description:
It was requested to teleflex medical that during a laproscopic splenectomy, vessels were "slashed and torn causing hemorrhaging" surgeon was required to perform a splenectomy. Patient is currently doing well.

Manufacturer narrative:
Teleflex mecical is currently in the process of retrieving the device for evaluation from the user facility. If the device is obtained, teleflex medical will provide a follow up report with the evaluation summary of the applier.